Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she changed the infusion set and reservoir and received a no delivery alarm during prime. Customer changed the reservoir and noticed there was and air bubble inside it. The no delivery alarm was resolved by the reservoir change. Customer stated the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. Blood glucose value was 108 mg/dl. Nothing further reported.